Manufacturer narrative:
The device was labeled as a single-use product. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs did not show clear evidence of a broken/cracked fill port. The reported condition could not be verified through evaluation of the returned photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor was cracked at the fill port. The fill port damage was discovered prior to patient use. There was no patient involvement. No additional information is available.